Event description:
The patient reported about unexplained palpitations. An investigation is required in order to check if there is any observed technical issue.

Event description:
The patient reported about unexplained palpitations. An investigation is required in order to check if there is any observed technical issue.